Event description:
A customer reported an issue with the battery depleting quickly, but no further information was provided beyond this description. There was no reported adverse impact to the customer¿s blood glucose level. Technical support attempted three follow-ups to gather more information about the issue.